Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee multi-purpose system. During an interventional procedure, the user reported that fluoro release was not always possible; and when fluoro was possible, the images were distorted. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed intermittent signature errors occurring during gigalink image transfers causing a copra/artis acquisition daughter (aaq) board reset which resulted in corrupt images. Post processing was not affected and the customer could review previously acquired data. The local service engineer replaced the copra/aaq board in the ias computer. Testing of the system was performed and the intermittent behavior was eliminated. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.